Event description:
On 9/17/98, the facility's risk manager informed the MFR's rep via telephone of the following: pt (diagnosed with cancer) septic with the source of infection "possible device site". The device was scheduled to be removed. During the procedure, the device was elevated from its attachment to the chest wall and was removed from the pocket. Unexpectedly, the catheter did not come out attached to the device and the lock was not present on the device. Probing revealed the lock in the pocket and was removed. Attempts to remove the catheter were unsuccesful. Under fluoroscopy the catheter tip was noted to be markedly advanced and the procedure was aborted. The catheter was removed via interventional radiology technique the next day. On 9/22/98, the MFR's rep rec'd a report and medwatch report from the facility that states the same as above. No further details were provided at this time.